Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have severely bent grips, causing misalignment of the grips. There was a 0.0680" offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, an instrument broke and (debris) fragment fell inside patient and was retrieved during the same procedure. Post operative x ray were taken to confirm. The procedure was completed.